Event description:
On (B)(6) 2012, the pt underwent coil embolization of the left internal iliac artery prior to endovascular treatment for an abdominal aortic aneurysm. A gore introducer sheath was used to advance a gore excluder aaa endoprosthesis featuring the gore c3 delivery system. The device was brought up the left side and tracked outside the sheath. The physician then tried to pull the endoprosthesis back inside the sheath when he noticed the sheath was twisted and curved. The physician chose to change out the sheath, and the sheath and the excluder were removed together. A new sheath of the same lot was taken out of the package but found to be damaged as well, with a curve in the middle. A third sheath of the same lot as the first two, was opened and reported to be fine. The endoprosthesis was then removed from the first sheath and upon examination found to have been torn. The device was discarded at the site and the procedure was concluded with no device having been implanted. It was reported that the physician encountered resistance when advancing the endoprosthesis throughout the sheath. The pt was reported to have neck angle of approximately 30 degrees and tortuous iliac arteries. On (B)(6) 2012, the pt was brought back for treatment of the aneurysm, and successfully implanted with gore excluder aaa endoprosthesis without incident.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore introducer sheath, instructions for use (IFU) states: "do not attempt to advance or withdraw guidewire, catheter, or other interventional medical device through introducer sheath and/or dilator if resistance is felt. Use fluoroscopy to determine cause. Continued advancement or retraction against resistance may result in damage to the vessel, or breakage of the guidewire, catheter or interventional medical device. Continued advancement or retraction against resistance may result in serious injury."